Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tachycardia occurred. Paroxysmal supraventricular tachycardia (psvt) ablation was performed in the high right atrium (hra) with the 4f,110cm,jos.4e,5mm,slc woven diagnostic electrode catheter. Patient was diagnosed with atrioventricular nodal reentrant tachycardia (avnrt) by eps and started the treatment. Treatment was performed using non-bsc non-irrigation ablation catheter, but it was unable to perform the treatment successfully. Then, the treatment was performed again by a non-bsc irrigation catheter, and after the first current delivery was performed it progressed to a-v block. The 4f,110cm,jos.4e,5mm,slc woven diagnostic electrode catheter was used to complete the procedure. The treatment was ended and patient was sent for follow-up observation. Patient left the catheter laboratory with current 2:1 transmission. No further patient complications reported.